Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The attorney alleges patient has had "intestinal blockage." However, no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent repair of an umbilical hernia. The bard/davol bard ventralex st hernia patch was implanted in the patient for her umbilical hernia repair. (B)(6) 2017: the patient began experiencing a sharp, stabbing pain in her abdominal area, and the patient has experienced pain on a daily basis since. The patient's pain is exacerbated by bending, stooping, lifting, and other activities that require her to twist or bend her torso. It is alleged that the patient experiences pain when performing household chores, child care, and work duties. (B)(6) 2016 after their hernia surgery, the patient's job duties required the patient to lift and carry products and to bend and stoop, all of which exacerbated the patient's pain. As alleged, the patient obtained another job, but she still must endure pain as she is required to lift and carry products and to bend and stoop. It is alleged that the patient cannot do physical activities that they would otherwise do, such as working out in a gym. Within a couple of months after implantation of the bard/davol ventralex st the patient began to experience intestinal blockage or constipation, and has been suffering from this condition since then and continues to experience constipation. It is alleged that the bard/davol ventralex st causes the patient to suffer pain during sexual intercourse. The patient continues to experience these complications related to the bard/davol ventralex stand will continue to suffer from them in the future. It is alleged that the patient's hernia mesh complications cause her pain and suffering and physical impairment and medical care and treatment.